Manufacturer narrative:
Although no report of serious injury is associated with this event, lumenis is reporting this event since that malfunction has led to serious injury in the past in which the cooling system leak resulted in combustion of the high voltage power supply. The original MDR was 004135191-2012-00063-(B)(4).

Event description:
A user facility reported that a cooling system leak occurred in a lumenis one laser. No report of related injury was received.